Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir had a beep anomaly. The blood glucose at the time of the incident was 13.5 mmol/l. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. The audio options volume feature functioning properly.